Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the screen was dark in lower left corner. The field service engineer replaced all in one unit to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system screen was dark in lower left corner. The customer added that this malfunction happened every time a medication was dispensed to patients. However, there were no adverse events or injuries reported based on this event.